Event description:
It was reported that the patient experienced bent cannulas event on (B)(6) 2026. The patient subsequently admitted to emergency room visit due to elevated ketones and high blood glucose level measuring 415 mg/dl treated with insulin. The patient reported large ketones and patient experienced symptoms including vomiting.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.